Event description:
I was placed with essure in 2013 with pain from day of implantation and there after on right side. Due to this ongoing pain my right tube and coil were removed a few weeks later. After this procedure, I continued to have pain. ER visits cramping, horrible menses, this also affected my sex life. I found a new doctor in (B)(6) 2015. Dr explained all my problems I had been having for the past two years. We discussed a few options the best for me was to remove essure. This requires me to have my tubes removed; however, the coil that was to be removed back in 2013 was left in my uterus. So this coil that was in my tube had not been in my tube it perforated migrated into my uterus. Therefore I had to have a hysterectomy. On (B)(6) 2015 leaving my ovaries. It is very sad when a woman has to give up something you are born with even if you are done having children. Please take a look into this product so no more women may have to go through the same problems. Than you (B)(6).